Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customers insulin pump alarmed stack check error. Customer stated this occurred while he was eating, and is unable to clear it. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will not be returned for analysis.